Event description:
Per the audiologist, the patient was explanted due to skin becoming swollen at the site of the implant. Even after medical treatment, patient reportedly was not able to wear sound processor. Patent was explanted in 2009. Reimplantation is planned but was not scheduled at the time of this report, march 12, 2009.